Event description:
An authorized service provider (asp) contacted ventec to report that the device displayed an alarm indicating low inspiratory pressure. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was not available for return to ventec for evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of it alarming for low inspiratory pressure was confirmed. The asp replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was due to the efm.